Event description:
A customer reported a cartridge change error with their insulin pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer resolved the problem by filling a new cartridge, and technical support provided guidance on inspecting and cleaning the pump. The cartridge was successfully loaded, and insulin therapy was resumed. The customer reported losing five cartridges during the incident and requested replacements.